Manufacturer narrative:
Investigation: bd has not been provided photos or samples for an unknown hypo needle lot 1803225 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It was reported that the unknown bd syringe experienced leakage during use. The following information was provided by the initial reporter: "when using a pump to connect the suringe to inject a diuretic,the solution leaked along the inner wall of the barrel."

Manufacturer narrative:
Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unknown bd syringe experienced leakage during use. The following information was provided by the initial reporter: "when using a pump to connect the syringe to inject a diuretic,the solution leaked along the inner wall of the barrel."